Event description:
It was reported that during the implant procedure, the pulse generator exhibited a setscrew anomaly. The device was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.